Event description:
A customer reported a ¿scan again in 10 minutes¿ error message with the adc device and was unable to obtain readings. As a result, customer experienced symptoms described as bad breathing, heart pain, dizziness, sweated too much, abdominal pain, a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional (ambulance) who provided grape sugar, cola, jam as treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a ¿scan again in 10 minutes¿ error message with the adc device and was unable to obtain readings. As a result, customer experienced symptoms described as bad breathing, heart pain, dizziness, sweated too much, abdominal pain, a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional (ambulance) who provided grape sugar, cola, jam as treatment for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no issues were observed. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). The sensor plug assembly was inspected and no issues observed. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.